Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer pfo occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. During the procedure when attempting to position the device, both disks of the occluder deployed in a bulbous deformation. The device was never released from the delivery cable and removed from the patient. No angulation or kink was observed with the delivery system. There was no interaction with cardiac structures during deployment. A 28/28 non-abbott occluder was successfully implanted as a replacement. The patient remained hemodynamically stable throughout the procedure and no clinically significant delay in procedure was reported. The patient was reported to have been discharged.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment. Additionally, a photo was received from the field and it appears to show the device deformity. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.